Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. The device had evidence of water ingress.